Manufacturer narrative:
(B)(4). The actual complaint product wa not returned for eval. The device history record and sterilization record for this lot have ben reviewed and found to be in compliance. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It is reported by the pt that while on vacation white water rafting in (B)(6), the pt was briefly splashed and dunked in the water and within second felt "something was wrong". The pt removed the contact lens from his right eye and saw a medical doctor the next day who diagnosed him with conjunctivitis. He stated that the eye progressively and quickly became much worse. He was unable to work beyond (B)(6) 2013 and has since been diagnosed with fusarium keratosis in the right eye. He states that he is "blind" and in "extreme pain" and is unable to work or drive due to "loss of depth of field and sense of balance". The pt states that the treating ophthalmologist informed him that if he can save his eye he may be able to get some quality of vision back with a corneal transplant sometime in the future. Add'l info was received from the pt on (B)(6) 2013, who stated that he has been seeing a corneal specialist a few times a week since the incident and the next f/u is (B)(6) 2013. He stated that he was advised by the specialist that there is so much scarring that the eye may be unable to be saved unless a corneal transplant is successful. The pt is currently using the following medications: "netacymn drops, zymar drops, isopthomomapine drops. Timolli drops, voriconazole drops and oral". The pt stated that he is "completely blind" in his right eye at this point. He is only able to make out light and dark. Add'l info was received on (B)(6) 2013 from the first treating eye care professional (ecp) stating that she was able to reach the pt's son via phone on friday (B)(6) 2013 and the pt's son was "extremely upset" and stated the pt has been hospitalized inpatient for "a while" and that they have "no idea when he will be released". The pt's son advised the ecp that the doctors want to do a corneal transplant but "can't" get the infection under control". The ecp states that she is unsure how long the pt had been wearing the lens or how old the lens was because his prescription was written in 2010. She mentioned that he did report to her about getting water in his eye while white water rafting in costa rica, and she stated that getting water in the eye may cause an event like this. Received the adverse event questionaire from ecp on (B)(6) 2013. The form states that the date of the event was (B)(6) 2013. The pt had a mild foreign body sensation pain upon initial exam. There was moderate redness and mucopurulent discharge. A mild anterior chamber reaction occurred. There was a centrally located ulcer noted on (B)(6) 2013 and is listed as a hazy stromal opacity. No infiltrate were present. Moderate corneal staining <50% was noted. Permanent scaring was noted. This clinical diagnosis was fusarium fungus. Lens wear has not resumed because the pt is pending a corneal transplant. The best corrected visual acuity (bcva) prior to the event was 20/25 (6/7.5) but the bcva after is unk, but the ecp notates "worse now, but not sure. Assuming hand motion or worse 6/12". It is noted that the pt has a medical history of chron's disease. The ecp states that she has limited info available because she saw the pt briefly for the "emergency visit" and then immediately referred him out. Add'l info has been requested by the treating corneal specialist, but has not yet been received.